Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the dust cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the dust cover used in the product fell during a prosthetic valve replacement operation. The fallen dust cover fell to a drape in a clean area and then to the floor. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was confirmed by getinge technician that it is probable that the cover was loosened and the dust cover was misaligned due to contact and interference between the c-arm and the surgical illuminator, etc. During the use of the product. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due dust cover which fell from the spring arm what could be considered as technical deficiency, and in this way the device contributed to event. Information provided by getinge technician indicates that the event occurred during a prosthetic valve replacement operation. When reviewing reportable events for this type of issues we were able to establish that the received incident of missing covers on powerled ii surgical lights occurs at low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Based on the information collected, the subject matter expert at manufacturer¿s site was able to determine possible root causes for this malfunction: non-conformity of the flat covers assembly degradation of the flat covers improper use (collision with another device) it was communicated by the getinge technician that ¿it is probable that the cover was loosened and the dust cover was misaligned due to contact and interference between the c-arm and the surgical illuminator, etc. During the use of the product. As a result, it is presumed that the dust cover fell this time.¿ in the chapter ¿maintenance¿, the user maintenance indicates to check yearly for any loose covers and caps. To prevent any similar incident it is recommended to perform visual inspection during maintenance as indicated in the user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of catalog# and serial# fields deem required. This is based on the internal evaluation. #d4: previous catalog #: ard567701975. Corrected catalog#: ardpwt209008a. Previous serial#: (B)(6) . Corrected serial#: (B)(6) .

Event description:
Manufacturer's reference number ot (B)(4).